Event description:
I got breast implants. I had a multitude of negative health consequences as a result. I had them and the capsules removed on (B)(6) 2019 and most of my symptoms are better or completely gone. FDA safety report ID# (B)(4).